Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed at pre-use check - pressure transducer test. The ventilator was investigated by our field service engineer (fse). The expiratory valve coil and expiratory cassette washer and ring was found to be defective and the fse resolved the reported failure by replacing it. Then the ventilator passed all functional and safety test and was cleared for clinical use. The replaced parts was sent for further investigation. The expiratory valve coil and membrane with washer and ring were tested and passed all functional and safety tests both before and after being ventilated for over 48 hours without any issues. The root cause for the reported issue could not be determined.

Event description:
Manufacturer's ref #: (B)(4).